Manufacturer narrative:
Continuation of d10: product ID: evolutfx-34 ((B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2024; explant date: (B)(6) 2024. Product ID: d-evolutfx-34 (unknown); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Product ID: d-evolutfx-34 (unknown); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Product ID: l-evolutfx-34 (unknown); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Product ID: l-evolutfx-34 (unknown); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was inspected and pre- implant balloon aortic valvuloplasty (bav) was performed due to calcification. The valve was implanted. Subsequently, paravalvular leak (pvl) of unknown severity was observed. A post-implant bav was performed in result and the patient was rapidly paced. The valve subsequently dislodged superior to the aortic root, due to the shallow implant depth causing aortic regurgitation. The valve was snared and moved to the ascending aorta. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 0 millimeter¿s (mm), and the implant depth on the left coronary cusp (lcc) was 3 mm. A second valve was implanted in the annulus. Upon evaluation of the 2nd valve, an echocardiogram revealed an ascending aortic arch dissection and pericardial effusion. It was determined that the cause of the dissection and pericardial effusion was due to the outflow crowns of the first valve that was snared and moved into the ascending aorta. The patient¿s chest was opened, placed on bypass, and both valves were explanted. The aortic root was repaired, and a surgical valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: two static images were provided for review. One of the images provided show a dislodged valve in the ascending aorta and a second valve implanted. It was reported that the dislodgment occurred during a post implant dilatation. Images of the dislodgement were not provided for review; however, it is known that valve depth prior to dislodgment was 0mm on the non-coronary cusp and 3mm on the left coronary cusp. As stated in the instruction for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. Furthermore, it was reported that an aortic dissection was noted on echocardiogram and consequently the patient was converted to surgery. An image taken during open heart surgery reveals the outline of the valve frame in the aorta. As listed in the IFU, potential risks associated with the implantation of the valve bioprosthesis may include, but are not limited to, the following: cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention); emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervention [pci], balloon valvuloplasty); prosthetic valve migration/embolization. The patient¿s executive summary was not provided for anatomical review. Continuation of d10: product ID: {gwbc30}; product type: {0195-heart valves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the first delivery catheter system (dcs) and second dcs did not contribute to the dissection or pericardial effusion. Moderate pvl occurred following the implant of the first valve. After the transcatheter valve dislodged, the native valve was functioning with aortic stenosis, and mild regurgitation was observed. The patient was stable during the snaring of the valve. The deployment starting point was at the bottom of the pigtail catheter, and a medtronic guidewire was used during the procedure. No additional adverse patient effects were reported.